Manufacturer narrative:
The hospital reported no device malfunction. After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure in 2008, the patient had an extended abdomen/belly which resolved on its own. At the end of the procedure, the hospital discovered that the co2 pressure setting was above the recommended 10-12 mm hg. The hospital recently purchased new equipment and right after the procedure, the equipment company did check/re-calibrate the equipment and reset the pressure setting to the correct specification. Four days post op, the patient was readmitted for acute necrosis of the liver. The patient expired 4 days after the procedure. The hospital stated that the patient's death was related to the high pressure setting above 12 mm hg which was caused by the incorrect setting by the equipment manufacturer. There was no evh device malfunction reported.